Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:25:48. During night drain cycle five, the patient's ultrafiltration reading was 1634ml, indicating the home patient (hp) drained 1634ml more than their maximum programmed fill volume of 2500ml.no additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause of the iipv was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.